Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported overheating, but did confirm that the device was seized and noted damaged rotor bearings. The technician confirmed that the rotor depth was out of specification and needed to be re-shimmed.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.